Event description:
It was reported that device diagnostics resulted in high impedance (10,000 ohms). X-rays were ordered, but the physician reported that no lead fracture was observed, but that the lead pin could not be assessed. The patient's generator was programmed off and the patient was referred for surgery. The physician reported that the patient was struck by a car as a pedestrian and this is believed to have caused or contributed to the high impedance. No x-rays will be sent to manufacturer for review. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.